Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 543 mg/dl. The customer treated high blood glucose with a manual injection. The customer woke up with high blood glucose and the infusion set had become detached at and the p-cap portion is missing. The customer declined to trouble shoot for high blood glucose as she believes that the infusion set detachments was the cause.